Manufacturer narrative:
Batch review performed on 29 may 2017. Lot 122415: (B)(4) items manufactured and released on 24 april 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The surgeon swapped the poly. The surgery was completed successfully. X-rays and explants are not available.